Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right ventricular lead was failing to capture and was dislodged. It was noted on the chest x-ray that the right ventricular lead had dislodged. On (B)(6) 2019, the rv lead was successfully revised. The patient was stable post-procedure.